Event description:
It was reported that a tlc55 was used during an unk procedure. It was reported by the affiliate that the instrument was non functional (no details). There was no consequence to the pt.